Manufacturer narrative:
The insulin pump had a completely broken off reservoir tube lip, a missing reservoir tube o-ring, a minor scratched display window, a cracked case at the display window corner, and cracked battery tube threads. All operating currents are within specification. The off no power alarm functions properly. The pump passed the unexpected restart error test, self test, rewind, prime/compromised force sensor system test, and excessive no delivery test. They were unable to perform the basic occlusion test, occlusion test, and displacement test due to the reservoir tube damage. The test infusion set and reservoir do not remain locked in place due to the reservoir tube damage.

Event description:
The customer reported via phone call that she went to the doctor and was having high and low blood glucose levels. Customer stated that the rings in the reservoir compartment broke and it was missing the o-ring. Customer stated that the reservoir was not secure in the pump. Customer stated that her blood glucose was 500 mg/dl this morning and she woke up with a blood glucose level of 200 mg/dl on friday. Customer stated that yesterday her blood glucose kept going down, so she kept eating tabs and woke up with a high blood glucose level. Customer stated that the reservoir was not secure in the compartment at all and she noticed it last week around wednesday. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.